Event description:
On (B)(6) 2014. A reporter contacted animas alleging that there was an unspecified inaccurately delivery issue with the pump. The reporter stated that the patient's blood glucose level was over 250 mg/dl but under 500 mg/dl and did not state that the patient experienced any symptoms of hyperglycemia. The reported blood glucose values do not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved at the time of the call.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: the pump's black box history has been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within the required range.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.